Manufacturer narrative:
Product ID 977a260, lot# va1tf99039 , implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that reprogramming resolved the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1tf99039, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s right foot pain was not captured by stimulation. On (B)(6) 2019, per fluoroscopy, they noticed slight lead migration in the right lead. It was noted that other areas of pain relief were acceptable, but they would have to turn the stimulator up for their right foot. The device was reprogrammed in hopes to relieve more right foot pain. The event was noted to be ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 977a260, lot# va1tf99039, implanted:(B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was reprogrammed on (B)(6) 2019 and the patient stated a 60-70% pain relief. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.